Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not pace for one beat. Patient's rate had dropped for one interval. Episode was an isolated incident and the device is pacing as normal. No myopotentials were detected upon device interrogation. All electrical measurements were within normal limits. Patient is fine and will be monitored.